Event description:
The customer reported the generation of two (2) erroneous low ise (ion selective electrode) which includes sodium (na), potassium (k) and chloride (cl) on (B)(6) 2025 involving their au480 chemistry analyzer. The customer indicated erroneous low results occurred on (B)(6) 2025. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics. This report will address erroneous result for event date of 11april2025.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the analyzer and found that the ise (ion selective electrode) reference (ref) ) electrode had brown residue in the solution and sample probe was clogged. The cause of failure was identified as ise ref electrode and sample probe. The fse replaced the sample probe and ref electrode to resolve the issue. The fse verified system performance successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4). For erroneous results from event date of 10april2025, please refer to beckman coulter identifier: (B)(4).